Manufacturer narrative:
(B)(4): the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. The physician docked the suction ring on the patient's eye and started ifs ablation. During the surgery, suction declined. The physician immediately replaced the suction ring by a new one and restarted the surgery. As a result, the surgery was successfully completed. No surgery delay or patient injury was reported.